Event description:
It was reported to philips the device processor pca failed the general test during failure analysis evaluation. There was no patient involvement. The philips bench repair technician evaluated the device and replaced the processor pca as a preventative measure. The philips failure analysis lab technician found that the processor pca failed the general system test (j16 had lifted pins). The repair bench technician replaced the processor pca. The device passed all performance assurance tests and was returned to the customer.